Event description:
Patient presented to the physician with the stimulation lead eroding through the skin at the neck incision site. Physician brought the patient into the or, repositioned the stimulation lead beneath the tissue, placed an alloderm graft over the platysma, re-sutured, and closed the incision.